Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) was checked years ago in which the physician suspected a lead fracture as there were high pacing impedances, a loss of capture and sensing issues. At that time the lead was programmed off and the physician elected to wait until a generator change out was needed and then would also address this lead.

Manufacturer narrative:
Recently, high pacing impedances were confirmed again with this lead and the physician had now elected to surgically abandon this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.